Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
Check "iabp" alarm sounded from the pump. The perfusionist checked the catheter tubing and blood was noted in the line. The nursing staff and physician were notified and one of the residents removed the iab. The surgeon stated that the pt did not need a replacement iab. On 12/16/96, co also received the mandatory medwatch form from the distributor. Event complications: none from the event-reported 12/16/96. Ppt's current status: unk-rpt'd 12/6/96.